Event description:
The customer reported a frozen display and a battery out limit alarm. Troubleshooting was performed, but the issues were not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the frozen screen or battery out limit alarm due to the blank display.